Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the device history record (DHR) could not be performed on the unknown plate (product code and lot number unknown) since the lot number was not provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. The unknown plate (product code and lot number unknown) was not returned to the complaint handling unit (chu). All complaint trends will be evaluated as a part of the depuy spine monthly complaint review. Without the product, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint sample become available at a later date, the complaint will be reopened and the product will be evaluated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a report of a refixation/revision case. The initial surgery on the patient was done in 1993. The refixation was needed due to persistent pain the patient was experiencing and decreasing lordosis in the patient lumbar spine. There was no loosening of the initial fixation.. Materials used during the initial surgery were synthes 4,5 mm screw and plating system (no codes are currently available) and some of the primary fixation material was left in the patient as there was no need to remove it. Procedure/surgery name: posterior lumbar spinal refixation. This complaint involves one (1) device.